Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella was placed without any issue. The patient became bradycardic after placement of impella and a transvenous pacemaker (tvp) was placed. The case was unremarkable after placement of tvp. The left main (lm) was shockwave with 1 stent placed with multiple post-inflations. The patient was weaned from the impella without any issue. Attempted was made to wean pacer after impella removal but the patient was still bradycardic. The impella site closed with manta and the patient when to ICU because of tvp.

Manufacturer narrative:
The investigation for the reported bradycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the bradycardia could not be determined. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿